Event description:
The manufacturer received information alleging device not functioning; wakes up with a frozen nose, has black particles, has an odor; having a lot of sinus problems, runny nose, congestion; other harm/injury, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.